Manufacturer narrative:
Event date: date of event is an approximate.

Event description:
It was reported that the patient experienced distal perforation of the glans involving the left cylinder of this tactra malleable penile prosthesis causing the device to not work properly. The patient expressed their desire to evaluate options. No additional patient complications were reported. No further information has been received to date.

Event description:
It was reported that the patient experienced distal perforation of the glans involving the left cylinder of this tactra malleable penile prosthesis causing the device to not work properly. The patient expressed their desire to evaluate options. No additional patient complications were reported. No further information has been received to date.

Manufacturer narrative:
Investigation summary: based on the information available, a problem cannot be detected with the device despite the reported allegation of the device not working properly since there was no device available for analysis. Also, the reported patient symptom is a known risk associated with tactra procedures and is noted as such in the tactra instructions for use. Device history record (DHR) review: a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the tacra instructions for use (IFU) was reviewed. The patient symptom perforation was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. B3: date of event is an approximation.